Event description:
A malfunction was reported on the pump by the caller, but there were no notable events preceding it. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. The customer restarted their continuous glucose monitor and expressed no need for help with cartridge reloading. It was advised that the customer continue using the pump and contact support if the malfunction reappears.